Event description:
A physician reported that the infusion cannula was obstructed during calibration of cataract surgery (with intraocular lens implant). The surgery type, procedure completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).